Event description:
It was originally reported on (B)(6) 2013 that a patient needed an implantable neurostimulator (ins) replacement. It was noted that the patient's doctor didn¿t know what level the device battery was at and last time the patient's neurologist checked the device, he said "it was fine." It was reported that the patient had "ups and downs" with respect to parkinson's disease symptoms. It was noted that a surgery had not been scheduled. It was later reported that a manufacturer representative had heard that the device battery was dead, and it was unknown if the device battery was dead and the patient "didn't look too bad." It was noted that the manufacturer representative heard that the patient had a return of symptoms. Two days later, it was reported that the reason for the ins replacement was not clear. It was reported that the patient was doing fine. About a month later it was reported that the patient's replacement surgery was scheduled for (B)(6) 2013. About two and a half weeks later it was reported that the patient was rescheduled for (B)(6) 2013. The following day it was reported that the reporter got question marks in the impedance results. The reporter also stated that there was an end of service (eos) / end of life (eol) message. The device was to be replaced on the day of the report and the patient's therapy had been working. There was no return of symptoms. There were high impedances on the right brain and the patient got dizzy running the impedance test at 2 volts. It was re-run at 3 volts and there were still high impedances. After surgery it was noted that to the health care provider (hcp) the device seemed a little loose on the same side as the previously mentioned high impedances. The replacement device was connected and impedance testing gave "clean readings." The next day it was reported that the extension plug may have been loose. It "seemed" that patient was receiving effective therapy.

Manufacturer narrative:
Product ID 3389s-40, lot# v280352, serial# (B)(4), implanted (B)(6) 2009. Product type: lead product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension, product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension, product ID 3389s-40, lot# v265979, implanted: (B)(6) 2009. Product type: lead. (B)(4).